Event description:
It was reported to philips that the system's wired footswitch was sticking, and the fluoroscopy remained on for approximately 30 seconds, which could adversely affect the patient. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.